Manufacturer narrative:
(Model number, catalog number, serial number, UDI): correction. (Expiration date), : additional information. Manufacturer's investigation conclusions: the reported disengagement of the sealed outflow graft bend relief could not be confirmed through this evaluation as no images showing the disconnected bend relief were provided by the account. Moreover, a specific cause for the reported elevated ldh and a direct correlation with the device could not be determined through this evaluation. The heartmate ii lvas IFU provides information regarding how to prepare the sealed outflow graft for implant and also explains how to install and attach the bend relief over the graft. Disengagement of the sealed outflow graft bend relief has been addressed by the corrective/preventive action system and a medical device correction notification was issued on (B)(6) 2012 outlining the description of the problem, symptoms, and recommended immediate and preventive actions. No further information was provided. The patient remains ongoing on (B)(4) with the originally implanted sealed outflow graft conduit and no additional events have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a loose bend relief. The patient had an increased lactate dehydrogenase (ldh) with no other symptoms. A CT scan confirmed that the bend relief was dislocated on the outflow graft. The patient's bend relief was repaired in the operating room the following week and a collar was added. The patient was doing well following the procedure and was discharged with decreased ldh levels.